Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #4 failed to integrate due to medical infection and sinus perforation and was removed. Patient complained of pain, inflammation and swelling for several weeks. Not totally controlled by antibiotics. End was close to maxillary sinus. Therefore, removal was necessary, even though implant was placed via computer guided surgery.

Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and bone/debris. The returned device was measured with a caliper (caliper ID: (B)(6), due: sep 2, 2022) and verified to match DHR drawing functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 4 and was used for approximately 10 days. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (1246906). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1246906) for similar event and no other complaint was identified. Review completed utilizing keywords: perforated sinus and infection post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.